Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise were observed on the rv lead during routine follow-up. The patient received inappropriate antitachycardia pacing therapy due to oversensing. Noise could not be reproduced pocket manipulation, deep breathing, and/or extremity exercise. Externalization (insulation abrasion) was noted, but fluoroscopy revealed no externalizations or macro defects. The patient's condition was unchanged before, during, and after the event, and will be evaluated if further treatment is required.